Event description:
It was reported, leakage incident involving the catheter extension tubing. The patient underwent ultrasound-guided placement of a three-way valve PICC for cancer chemotherapy. The catheter was inserted to a length of 41 cm, with 5 cm remaining externally. The catheter was maintained normally at our hospital intermittently from (B)(6) 2025, until the present. On (B)(6), during administration of chemotherapy and targeted drugs in the oncology department, wetness was observed beneath the adhesive film and on the patient's right clothing. The patient's family immediately notified medical staff. The head nurse reassured the patient and family, assessed the extent of drug leakage, and evaluated catheter integrity. A fine tear was identified in the transparent extension tubing. The patient requested catheter removal for product inspection. Discontinuation of medication; administered dosage cannot be accurately calculated. Patient expressed concerns regarding treatment efficacy and the integrity of the in-body catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One photograph and one video of a 4fr single-lumen groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient with use residue noted under the dressing. No damage was noted on the device. An initial observation of the video showed the device implanted into the patient and much of the dressing removed. A clear liquid was seen leaking from near where the luer hub connects with the extension tubing as a clinician infuses a clear liquid from a syringe. No details of the damage could be noted from the video. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.